Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported.the device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator inoperative condition occurred. The device was returned to the manufacturer for evaluation and no ventilator inoperative alarm was observed. A service required alarm was observed. The device's system board needs to be replaced to address the issue.